Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained user requested to return the ilet due to dissatisfaction with display visibility and usability, including a screen perceived as too dark, small font, an auto-lock period perceived as too short, and the burden of frequent infusion set changes with associated insulin waste, while blood glucose control was described as good and the device remained in use prior to return. Symptoms included no reported adverse physiological effects. Outcomes included discontinuation of use and product return. Investigation included review of complaint details and product history, with troubleshooting and education completed and no alarms reported. Investigation of this case revealed device performance consistent with specification, with user interface and use-related factors identified as the primary contributors. It was concluded, based on previously established findings for similar reports, that the cause was use-related and attributable to user interface limitations and user preference rather than device malfunction.